Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that two ankylos c/x implants which were placed on (B)(6) 2011, were inserted presumably too close to the mandibular nerve in a pt. In consequence, the occurred pressure of the nerve led to paraesthesia. The implants were extracted one week after placement, thus the pressure was reduced instantly. Although the recovery is in progression, the paraesthesia is still detectable. Since there is a fast improvement of the symptoms, it can be assumed that the pt has fully recovered.